Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited unacceptable thresholds. An x-ray revealed that the lead had dislodged. The physician had difficulty repositioning the lead. The lead was explanted and replaced. The patient was in stable condition post surgery.